Event description:
Nurse said patient needed to be on a stretcher and should be slid over to the stretcher. Transporters rolled patient from side to side to place the reusable hovermatt under patient. The stretcher was placed alongside the bed. Transporters inflated the hovermatt and slowly slid the patient over in the direction of the stretcher. While sliding the hovermatt over on to the stretcher it seemed to meet some resistance in the sound of it's inflation and then gain it back. The patient was in the middle of the stretcher. Transporters agreed he was set on the stretcher and moved to turn off canister and deflate the hovermatt. Suddenly the patient and hovermatt started moving toward the edge of the bed and the top half of the matt with patient slid to the ground. Patients feet remained on the stretcher. Hovermatt remained inflated and patient denies striking head or any injury. Hovermatt removed from service.